Event description:
The event involved a tego connector where the customer reported that flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. A medwatch voluntary with MDR report # mw5170834 on 06-jun-2025, which stated "it was reported to (B)(6) medical care via fax that aspiration and/or flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. " an additional medwatch voluntary with MDR report # mw5170839 was received which stated: "please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) via fax that aspiration and/or flushing was not possible when using the tego connectors. There were no problems when tego connectors were removed. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2)." T. The customer also stated that the tego on venous was able to draw back but was not able to flush then they removed the ttego and was able to flush. Also, the arterial tego was not able to flush and changed out. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
H10 - additional related report # - 9617594-2025-01293-00. It is unknown if the device will be returned for evaluation, but a lot history review should be performed.

Manufacturer narrative:
No d1000 product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.